Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported a patient with trace superior diffuse lamellar keratitis (dlk) in the left eye one day post lasik. The patient noted good vision. An oral steroid was prescribed and topical steroid dosage was increased. Upon follow up, the optometrist indicated dlk has resolved.